Event description:
It was reported by service report that the scale was inaccurate; the head right load cell was faulty and would need to be replaced. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell.